Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: ¿ on (B)(6) 2001: [facility not indicated]. (B)(6) , md. Office visit. ¿old patient of mine who is here about a right ventral/umbilical incisional hernias. I saw him years ago - 5 years ago - where I did a laparoscopic repair of a recurrent rih [right inguinal hernia] that has now been done about 13 times according to the patient and dr. (B)(6) repaired his umbilical hernia. ¿ his ventral hernia has become so symptomatic that he cannot do that any longer. He would like to be able to continue that work and for that reason he is here to discuss possible repair. Physical exam: abdomen is obviously deformed, lower midline scar, old umbilical hernia scar. Large prolapsing but reducible right sided ventral incisional hernia. There is a second small recurrent umbilical hernia. Impression: symptomatic, large prolapsing right inguinal hernia. Recommendation: ¿dr. (B)(6) suggested to him that I could probably repair both defects with a large piece of mesh from the inside and I informed him that in deed that was true but he may well end up with a big operation and end up spending several days in the hospital to which he responded that was fine.¿ plan: schedule for repair of right-sided ventral incisional hernia and recurrent umbilical hernia with gortex dual mesh. ¿ on (B)(6) 2001: (B)(6) medical center. (B)(6) , rn. Perioperative flowsheet. 5¿11¿, 216 lbs. Previous surgery. Repair ruptured bowel 1988. 1-2 hernia repairs about every year since until 1998. Proposed surgery: ventral hernia repair ¿ has pain all the time. ¿ on (B)(6) 2001: (B)(6) medical center. (B)(6) , crna. Anesthesia preoperative evaluation. Height 5¿11¿. Weight 216 lbs. History of hypertension. Implant #1 procedure: repair of recurrent incisional ventral hernia with gore-tex mesh. Implant: gore® dualmesh® biomaterial [1dlmc05/p17238-005]. ¿ on (B)(6) 2001: (B)(6) medical center. Implant log: ¿gore-tex dualmesh biomaterial.¿ item #: 1dlmc05. Lot#: p17238-005. ¿ on (B)(6) 2001: (B)(6) medical center. Discharge instructions. No shower x2 days. No lifting > 15 lbs., for 6 weeks. Remove dressing in 2 days. Use ice for pain not relieved by medication. Return to surgeon in 10-12 days. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: ¿ (B)(6) 2021: (B)(6) medical center. (B)(6), md. Indication: ¿¿ with a history of diverticulitis for which he underwent colon resection. The patient has developed multiple postoperative incisional hernias. These have been repaired times six per patient report. The patient is again experiencing a mass at the incisional site and complaining of pain associated this. This has increased in size over the recent months. The patient elects at this time to have this repaired.¿ implant #1 procedure: repair of recurrent incisional ventral hernia with gore-tex mesh. Implant: gore® dualmesh® biomaterial [no product information provided]. Implant #1 date: (B)(6), 2001 (hospitalization (B)(6) 2001). (B)(6) 2021: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) md, resident. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional inguinal hernia. Anesthesia: general. Estimated blood loss: less than 50 cc. Findings: ¿recurrent incisional ventral hernia, approximately 4 cm x 6 cm.¿ procedure: ¿the previous surgical scar site was identified. The fascial edges were palpated, and a supraumbilical incision was made approximately 5 cm above the umbilicus and carried down through the skin and subcutaneous tissue to the level of the fascia. The previous scar was excised lateral to the left lateral aspect of the umbilicus down to approximately 3 cm inferior to the umbilicus. This was carried down to the level of the fascia. The previously placed ethibond sutures were identified and cut from the wound. The fascia was opened in the midline with bovie cautery. The omental adhesions up to the peritoneal cavity were taken down with bovie cautery and also vessels in the area were clamped, divided and tied with 2-0 vicryl sutures. After the adhesions were taken down, a gore-tex mesh was cut to the appropriate size and approximated to fit the defect. The mesh was approximated to the fascial edges with a running vertical mattress with 2-0 prolene circumferentially around the defect. The hernia sac had previously been identified and excised from the subcutaneous tissue with care taken to preserve the underlying structures. The omentum had been reduced from the hernia sac previously. Fascial edges had been dissected clean previously also. Once the mesh was approximated to the fascial edges, the subcutaneous space was reapproximated with interrupted 4-0 chromic. The skin was then reapproximated after irrigation with simple interrupted and vertical mattress 4-0 and 3-0 nylon stitches. A xeroform followed by 4 x 4 and bio-occlusive dressing were applied followed by an abd pad and hypofix tape.¿ ¿ (B)(6) 2021: (B)(6) medical center. (B)(6) md. Pathology. Source of specimen: hernia sac. Gross description: received in formalin, labeled ¿hernia sac¿ is a portion of pink-tan congested fibromembranous tissue with the shape of a sac with a small amount of attached bright yellow adipose tissue, measuring overall 7 x 2 x 0.3 cm. On sectioning, no discrete gross lesions are identified.¿ diagnosis: ¿mesothelial lined fibromembranous tissue and attached congested mature adipose tissue consistent with hernia sac (clinical ventral incisional umbilical hernia).¿ relevant medical information: partial explant #1 preoperative complaints: (B)(6) 2024: (B)(6) hospital. (B)(6) md. History: ¿with history of crampy abdominal pain of approximately 24 hours duration and then having steady, severe abdominal pain in the right anterior abdominal wall. White blood count is 17,000 with a left shift. CT scan of the abdomen and pelvis revealed a ventral hernia with incarcerated omentum. The patient was taken to the operating room at 0400 hours on (B)(6) 2004. Partial explant #1 procedure: repair of recurrent ventral hernia with incarcerated omentum with polypropylene mesh graft. Segmental resection of omentum. Partial explant #1 date: (B)(6) 2004 (hospitalization (B)(6) 2004). (B)(6) 2004: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral hernia with incarcerated omentum. Postoperative diagnosis: complex ventral hernia with multiple hernial defects of the anterior abdominal wall with incarcerated omentum. Estimated blood loss: 200 cc. Procedure: ¿a primary, transverse incision was made over the apex of the hernia mass in the right anterior mid abdomen and extended across the mid line just above the umbilicus. Underlying hernial sac was identified. The sac was freed up from surrounding subcutaneous tissue and down to the fascia. The hernia contained incarcerated omentum. The omentum was edematous in parts, but there was no necrosis. The incarcerated omentum was segmentally clamped, divided and vessels ligated and the incarcerated omentum excised and removed. The fascial edges were freed up of subcutaneous fat and additional hernial defects were noted, both superiorly and inferiorly to the larger defect, through which the omentum had incarcerated. Fascial bridges between hernial defects were excised and removed. A previous graft was noted on the inferior aspect of the large hernial defect. The graft was partially excised and removed. Subcutaneous tissues were freed up away from the anterior fascia around the entire circumference of the large hernial defect. Omentum was freed up away from the posterior fascial layer by sharp dissection. Hemostasis of multiple bleeding points of the omentum was controlled with 3-0 vicryl ligatures. After completely freeing up the omentum, some defects in the omentum were closed with running 3-0 vicryl suture to create a barrier between the mesh and small bowel. Polypropylene mesh graft was then inserted beneath the fascial layer. The edge of the mesh was rolled and the mesh was secured around the entire circumference of the hernial defect with interrupted horizontal mattress sutures of 0 braided tycron. At completion, there was good fascial repair without tension. Redundant graft was excised and removed. Good hemostasis was noted within the wound. The 5/16 inch hemovac drains were inserted lateral to the right pole of the skin incision and placed in the epifascial layer. Deep subcutaneous tissues were approximated with interrupted 3- 0 vicryl sutures. Skin edges were then approximated with skin staples. The hemovac drains were secured to the skin edge with 3-0 monofilament nylon sutures. He hemovac drains were connected to suction. A telfa dressing and coarse-mesh gauze pressure dressing were applied and secured with two-inch medipore tape.¿ ¿ (B)(6) 2004: (B)(6) hospital. (B)(6) do. (B)(6) do. Pathology. Specimen: herniated tissue omentum. Gross description: received in formalin labeled ¿incarcerated hernia omentum¿ are 3 fragments of soft reddish yellow lobulated fat, together measuring 12.0 x 10.0 x 2.7 cm. Each of the fragments contains bands of dark reddish blue- gray membranous tissue, forming adhesive bands interconnecting portions of the omental fat. In one of the fragments, this membranous tissue is thickened and fibrotic with some old suture material identified. Along the surface of one of the fragments, there is an invaginated area lined by a creamy tan wrinkled surface. Portions of this area are represented in cassette 1. Additional sections of the more fibrous and membranous tissue are submitted in cassettes 2-4.¿ diagnosis: herniated tissue omentum: ¿benign fibrofatty soft tissue with fibrosis. Suture material with chronic inflammation and foreign body giant cell reaction.¿ relevant medical information: (B)(6) 2006: hernia repair. [No records provided.] (B)(6) 2008 : dr. (B)(6). Preoperative diagnosis: perforated diverticulitis. Exploratory laparotomy, tube decompression of dilated small bowel and right colon via two repaired enterotomies; hartman's procedure with resection of the distal descending and proximal sigmoid colon; left upper quadrant descending colostomy. [No records provided.] Implant #2 preoperative complaints: (B)(6) 2008: (B)(6) health. (B)(6) md. Indications: ¿this patient has had multiple laparotomies. He had a preoperative laparoscopic ventral hernia repair. Unfortunately, he had to undergo emergency exploratory laparotomy by dr.(B)(6) for perforated diverticulitis. He has a colostomy in the left upper quadrant and developed hernias through his midline incision and around the mesh. He comes now for open mesh repair.¿ implant #2 procedure: open mesh repair of recurrent incisional hernias. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/05850865, 15cm x 19cm x 1mm]. Implant #2 date: (B)(6) 2008 (hospitalization (B)(6) 2008) (B)(6) 2008: (B)(6) health. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnosis: multiple abdominal hernias. Estimated blood loss: 100 cc. Anesthesia: general. Findings: ¿the patient had a large upper abdominal hernia. A piece of mesh 15 cm x 19 cm was used. Intraabdominal exam revealed no paracolostomy hernia. That was a question preoperatively.¿ procedure: ¿under some sedation, the patient was brought to the operating room and given general anesthesia by endotracheal tube. Foley catheter was placed. He received preoperative antibiotics. His abdomen was prepped with technicare. Ioban drape was placed in order to exclude the colostomy from the operative field. The midline incision was opened. The mesh was opened. Intraabdominal adhesions were taken down both sharply and bluntly. The mesh appeared to be somewhat wrinkled up and he had a large upper abdominal hernia. A large piece of dualmesh 15 cm x 19 cm was brought onto the field. This was sutured in place with interrupted #1 prolene. The old mesh was closed over the top of it. Subcutaneous space was irrigated. Skin was closed with staples. No drains were utilized.¿ (B)(6) 2008: (B)(6) health. Implant sticker: ¿gore dualmesh® plus biomaterial¿. Ref catalogue number: 1dlmcp04. Lot batch code: 05850865. W. L. Gore & associates. Expiration: 2/2011. Relevant medical information: no information. Explant #2 preoperative complaints: (B)(6) 2010: [facility not indicated]. (B)(6) md. History: ¿mr. (B)(6) was referred to me with a complicated history of multiple episodes of perforated colon due to diverticular disease. He was left with a recurrent left upper quadrant end colostomy and recurrent expanding incisional hernia at the inferior border of the midline laparotomy scar. He was requesting reestablishment of gi continuity, that is, takedown of his colostomy and reestablishment of coloproctostomy as well as repair of his recurrent incarcerated, painful, and expanding ventral incisional hernia.¿ explant #2 procedure: takedown of colostomy (colocolostomy or coloproctostomy). Repair of recurrent incarcerated ventral incisional hernia. Mesh explantation. Lysis of extensive peritoneal adhesions. Explant #2 date: (B)(6) 2010 (hospitalization dates unknown). (B)(6) 2010: [facility not indicated]. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative diagnoses: colostomy. Recurrent incarcerated ventral incisional hernia. Extensive peritoneal adhesions. Postoperative diagnoses: same. Mesh infection. Anesthesia: general. Estimated blood loss: 100 cc. Specimens: explanted abdominal wall synthetic mesh. Procedure: ¿mr. (B)(6) was brought to the operating room, placed in the supine position, and following the safe induction of general endotracheal anesthesia, a foley catheter was placed, lower extremity sequential compression devices were placed. All pressure points were padded and the entire abdomen was prepped and draped in a sterile manner. With some difficulty due to adhesive peritoneal disease, the hernia sac and hernia defect was approached through the existing lower midline scar. Two hours of lysis of adhesions and great care with sharp dissection were required to enter this lower midline incisional hernia sac and reduce incarcerated small bowel, omentum, and colon. The peritoneal cavity was eventually identified. The hernia ting was identified and elevated with lahey clamps. Adhesive attachment and adhesions to the hernia ring and the peritoneal surface were lysed sharply. It was clear upon entering the abdomen that at least 2 patches of large synthetic mesh were used. The polypropylene simple mesh based implant was completely enveloping the rectus muscles bilaterally, and on my judgment could not be excised without compromising the integrity of the rectus muscles bilaterally. Superiorly a composite mesh with a ptfe surface apparently was identified. It was detaching fully from the peritoneal surface of the abdominal. Wall. There was edema, fluid, and chronic inflammation. I questioned where the chronic infection existed. With that, the mesh was explanted. Series of spiral metallic tacks, ethibond braided sutures, another permanent suture were debrided as completely as possible also from the abdominal wall. Next, attention was directed to reestablishment of gi continuity. The bookwalter mechanical retracting system was placed. Small bowel and omentum was lysed carefully, sharply and with electrocautery from the deep pelvis. The hartmann's pouch was identified. It was short but exited from the pelvic outlet. The bladder was identified and safely removed from the operative field with sharp dissection. The colostomy was then excised and taken down from the left upper quadrant abdominal wall. To maximize reach to the pelvis, the hepatic flexure was mobilized at the white line of toldt. Several colohepatic ligaments were vascularized, therefore, were doubly clamped, divided, and sutured with 2-0 vicryl ties. We noted that the middle colic artery and vein were preserved and we preserved them as well to maximize blood supply to the coloproctostomy. Excellent blood supply also remained to the remnant rectum. The abdomen was copiously irrigated with 3 liters of clorpactin solution. The decision was made for handsewn anastomosis. The backwall of the coloproctostomy was created with a line of interrupted 3-0 silk sutures in a seromuscular or lembert fashion. The end of the colon was excised as well as the end of the rectum was opened. A second layer of running 3-0 vicryl suture using a double-armed suture stitch was used to create the inner mucosal layer, the anterior wall was then reinforced and a second layer placed in the anterior wall in a seromuscular manner again with 3-0 silk sutures. The anastomosis was tension appropriate, widely patent, and well perfused. The bookwalter mechanical retracting system was removed. The abdomen was again irrigated with 3 liters of clorpactin solution. It was my judgment that given the degree of contamination and explantation of the ptfe mesh, and my concern for the contamination and the contaminated nature of the case, the primary closure of the abdominal wall be completed. To achieve this, short bilateral 4-centimeter skin flaps were elevated and atrophic skin and hernia sac excised. This allowed medialization of the preserved rectus components to the midline in a tension appropriate manner. Again because previously placed polypropylene apparently mesh was completely enveloping the rectus muscles, it was my judgment that explantation of the polypropylene would have resulted in dramatic injury to the rectus sheath and muscle as well as increased the amount of wounding in this contaminated case. With that, the instrument, sponge counts were reported as correct. The midline could then be reconstructed with a running looped #1 pds suture. The wound was irrigated but then closed loosely with intent to allow secondary intention healing. The colostomy site was also packed with moistened saline gauze.¿ (B)(6) 2010: [no pathology records provided for the explanted mesh]. Relevant medical information: (B)(6) 2014: (B)(6) clinic. Inpatient admission. (B)(6) 2014: (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnoses: multiple recurrent massive incisional hernia was last up domain and exposed infected mesh. Procedure: open right myofascial advancement flap. Open left myofascial advancement. Repair of recurrent incarcerated incisional hernia. Implantation of 15 x 25 cm strattice biologic mesh. Resection of infected exposed mesh. Anesthesia: general. Indications: ¿this is a very unfortunate 58-year-old gentleman, who has undergone multiple prior hernia repairs and mesh resections, who presented about a year and a half ago with exposed pieces of mesh and nonhealing wound. He has been optimized from nutritious perspective. He has a grade 4 cdc class wound with foul smelling drainage from his exposed pieces of mesh and a massive hernia with loss of domain. The risks, benefits, and alternatives and expected outcomes were discussed with him in detail. He also understood that the primary objective of this operation was to remove all the synthetic material and get the wound to heal and reduce the size of the hernia, as this was not going to be a definitive operation in this level of contamination.¿ procedure: ¿the patient was identified and brought to the operating room and placed in supine position. After general endotracheal anesthesia was administered and appropriate padding secured to the table, he was prepped and draped in the usual sterile fashion. Preoperative antibiotics and anesthesia were applied. We then began by opening through the midline incision at the abdomen sharply. His midline was terribly adhesed. There is one area of small bowel that was fairly densely adherent to an area of granulation tissue, this was all sharply taken down. There were no enterotomies. Given the fact that we had to resect part of this, we did place three 3-0 vicryl sutures in the bowel wall, although this was adherent to his disease process. We then freed up the entire anterior abdominal wall. The areas of the mesh were exposed, did not appear to involve any fistulas or bowel. This was all debrided off. We then checked to make sure there were no enterotomies, which they were not, the remainder of the bowel looked okay. I then turned my attention to the abdominal wall, and I went ahead and removed all the synthetic material including all sutures, all tacks, and the entire piece of prolene mesh, this was an incredibly destructive process. The mesh, half of it was exposed and half of it was incorporated, but I certainly did not want to leave anything behind, so this was freely debrided off his anterior abdominal wall. After this was completely removed, it was extremely difficult to do that, we measured the defect to be 23 cm wide x 25 cm long, it was clearly not going to come back again primary. I also did not feel like I was going to get a primary closure. Given the grade 4 nature of the wound, I certainly did not want to use synthetic mesh. What I decided to do was initially begin on the right side, and incised the external oblique. Of note, just before doing that, though I did require skin flaps because of how much skin had to be resected in the removal of the infected mesh and it had eroded through the ski, so at this time I was going to raise the skin flaps to get that closure. It made the most sense to me to reduce the size of the hernia defect. By doing that, I incised the external oblique from below the costal margin down to the inguinal ligament. We tried to preserve the perforators as possible. I then separated the external and internal oblique of the avascular plane, carefully preserving the neurovascular bundles. Doing that, it helped medialize the rectus muscles. Obviously, I would not bring this wide defect back together primarily. So, on the left side, again we raised the skin flap trying to preserve the perforators as possible, then identified the external oblique, incised it and divided from the inguinal ligament all the way up to the costal margin, separated the external and internal oblique of the avascular plane trying to preserve the neurovascular bundles of our flap. This actually reduced our defect down to about 10 cm wide. At that point, I then fashioned the 15 x 25 cm piece of strattice mesh and used #1 pds sutures. Obviously, we used biologic as a bridge in this situation because of the tenuous skin coverage and grossly contaminated nature. Also, please note that before I did place the mesh, I irrigated with 6 l of pulsavac after removing all of the foreign material from the entire subcutaneous wound. We then secured that taking great care to make sure that there was no way for any bowel to get in between any of the sutures and once we completed, the defect was about 10 cm wide with bridged biologic mesh. We then placed 3 drains and had to close this wound and it was quite a complicated star-like closure, although everything appeared to be fairly vascular, but I do not want to raise anymore flaps to do this and so dressings were applied, and he was then taken to the intensive care unit in stable condition.¿ (B)(6) 2014: (B)(6) clinic. (B)(6) md. Pathology. Final diagnosis: ¿mesh, excision - fibroadipose tissue with acute and chronic inflammation and foreign body giant cell reaction to foreign material consistent with infected mesh.¿ gross description: a. Received in formalin labeled "mesh, old/infected" are multiple segments of tan-brown fibrotic tissue and embedded mesh aggregating to 17.2 x 16.3 x 10.6 cm. (B)(6) 2015: (B)(6) clinic. Inpatient admission. (B)(6) 2015: (B)(6) md. Operative report. Assistants: (B)(6) md/ (B)(6) rnfa. Preoperative and postoperative diagnosis: abdominal wound. Procedure: surgical preparation of an abdominal wound 75 cm sq. Split-thickness skin grafting of the abdominal wound 75 cm sq. Subcutaneous tissue debridement of another abdominal wound area 6 x 10 cm. Vacuum-assisted closure device placement overall surface area 125 cm sq. Anesthesia: general. Estimated blood loss: 10 ml. Specimens: tissue biopsy sent to microbiology. Indications: ¿this is a 59-year-old male patient with a history of abdominal wound primarily of dr. (B)(6). Dr. (B)(6) referred the patient to plastic surgery for wound closure. After discussing the case with him in detail, we opted to proceed with a skin grafting procedure. Of note, inferior to the currently available abdominal wound, the patient had some drainage. Preoperatively, we discussed the risks, benefits, and alternatives of the planned procedures with the patient in detail and the patient understanding those fully and consented to the procedure.¿ findings: ¿granulated abdominal wound. Another abdominal wound with undermining.¿ procedure: ¿abdominal dressing was taken down and the patient was prepped and draped in the usual sterile manner including the left thigh. Next, by using sharp knife and curette, the abdominal wound was prepared for skin grafting. There was fair amount of good granulation tissue. We also harvested tissue biopsy for microbiology. Distally in the lower abdominal region, there was a cutaneous opening, which was in continuity with another opening about 6 cm proximally. This was in fact a fistula, so we opened the fistula tract and this was in continuity with the abdominal wound on the right side. It was tunneling. So, by using a curette, we debrided the subcutaneous tissue of the undermined abdominal flap on the right side of the wound. This was about 6 x 10 cm. After meticulous hemostasis and irrigation of the surgical site, a split- thickness skin graft was harvested from the left thigh by means of electrical dermatome and the skin graft was meshed in a ratio of 1:1.5 by using the mesher and placed over the abdominal wound and fixated with 4-0 chromic sutures to the edges of the skin of the abdominal wound. We opted to use a vacuum-assisted closure device over the skin graft as well as under the undermined abdominal flap through the opened fistula tract. Skin graft donor site was infiltrated using 20 ml of 1.3% exparel diluted with 20 ml of injectable saline. It was first covered using epinephrine-soaked gauze 1:200,000, which was later replaced by xeroform and wrapped with bias wrap. The vacuum-assisted closure device was hooked up to suction at 100 mm hg in moderate suction level. There was no apparent complication during the procedure. After an uncomplicated recovery from general anesthesia and removal of lma, the patient was transferred to bed and then recovery in a stable and good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. D1 and d4: corrected device name and catalog number. Lot number is still unavailable. G3: corrected 510k/PMA code.

Manufacturer narrative:
Is being used for: protruding mesh. Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open recurrent incisional ventral hernia repair on (B)(6) 2001 and (B)(6) 2008 whereby gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2004 and february (B)(6) 2010, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, incarcerated omentum, small bowel obstruction with colostomy, non-healing wounds, infected and protruding mesh, massive adhesions, abdominal wall failure. Additional event specific information was not provided.